Event description:
The customer initially reported an adhesive issue with an adc device was reported and sensor detached. A replacement product was ordered and due to a delivery delay, the customer was unable to monitor glucose levels and experienced feeling dizziness. The customer reported being unable to self-treat and further reported having contact healthcare professional who provided metformin (oral tablet) as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.